Event description:
The catheter was inserted into the head vein of a child. When the catheter was removed, the nurse noticed that part of the catheter (approx 1 cm) was missing. The missing part was later detected in the child's lung. According to sales rep, the child is doing fine.

Manufacturer narrative:
One used unit was rec'd on 13 february 2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 18 february 2008.